Event description:
At about 2 weeks from primary, the patient came in due to a dissociation of the insert from the tibial tray and the cause is unknown. The surgeon upsized the tray from a 12mm to a 13mm to prevent future dislocation. The surgery was completed successfully. The surgeon believed it wasn`t seated correctly during the initial surgery.

Manufacturer narrative:
Batch review performed on 11 febr 2026. Gmk-spherika 02.12.e0412fl gmk-sphere tibial insert e-cross - flex 4l - 12mm (k202022) lot: 2433527: (B)(4) items manufactured and released on 27-jan-2025. Expiration date: 2030-jan-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.07.1202r tibial tray fix cemented s.2r (k090988) lot: 2433855: (B)(4) items manufactured and released on 24-feb-2025. Expiration date: 2030-feb-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established. Considering previous similar events and the surgeon's comment, it is likely that the insert was not correctly inserted in the tibial baseplate during the primary surgery but this cannot be confirmed. The investigation does not indicate any potential manufacturing related issue or systemic deficiency.